Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one patient's sample involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and obtained negative results, within the customer's established normal reference range. The elevated result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. Were all performing within the assay's and instrument's specifications at the time of the event quality control (qc), calibration, and system check . A fourteen replicate precision test was performed and did not recover within accutni+3 assay specifications. The patient's sample was collected in a 13 x 100 mm serum gel tube. The sample was processed in a refrigerated, swinging-bucket centrifuge for ten minutes at 4,500 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such a age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. While on site, the fse ran a high sensitivity (hs) system check, system check and a 20 replicate precision run. All system parameters recovered within published performance specifications. No system or hardware issues were identified. The access accutni+3 reagent was not returned for evaluation. The cause of the non-reproducible access accutni+3 results cannot be determined with the available information.